Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04881. It was reported that the patient reported advisory alarms that started the night of (B)(6) 2021. The patient was advised to clean their equipment, but on (B)(6) 2021 reported that the alarms started again while on batteries. A system controller exchange was done, which resolved the alarms. The alarms were determined to be intermittent power cable disconnect and low voltage advisory alarms that were able to be reproduced, especially when manipulating the black power cord. The patient did not have any adverse consequences but was assessed for left ventricle/atrioventricular thrombus prior to controller exchange to reduce risk of adverse event. On (B)(6) 2021, the patient was seen at the infection disease clinic for blood, pain, and pus coming from the driveline. A culture was taken, which grew corynebacterium species. Patient was prescribed 100mg of doxycycline to take twice a day. The patient reported increased redness, pain. And purulent drainage. The patient previously took keflex for 1 month.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent power cable disconnect and low voltage advisory alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned controller. The downloaded log file contained approximately 2 days of data ( (B)(6) 2021 per the timestamp). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from the first event in the log file (captured on (B)(6) 2021 at 22:05:25) to (B)(6) 2021 at 13:42:50 due to the relative state of charge (rsoc) voltage fluctuating, causing the voltage to drop below the low voltage threshold. The log file also captured intermittent power cable disconnect alarms that were not associated with true power cable disconnects on (B)(6) 2021 from 13:03:54 to 13:25:39 due to the rsoc voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power cable. The driveline was disconnected on (B)(6) 2021 at 16:14:02 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in mock circulatory loop for an extended period of time without any issues. Further evaluation of the returned controller did not reveal any issues that would have resulted in the reported event. The integrity of the wires was evaluated and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed (and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09mar2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including the power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this even